Event description:
It was reported that; (B)(6) 2013 was the primary procedure. Product was implanted to treat for l4-illac. Broken rod 6.0mm was discovered at l5-s1. On (B)(6) 2017, revision surgery was performed. During revision surgery closed screw 8.5x70 was found broken. It was replaced at l4-il.

Manufacturer narrative:
Manufacturer entity: stryker spine USA. The customer reported event was confirmed via correspondence. The device was not returned. Catalog and lot number was not provided therefore manufacturing history review cannot be performed. Due to the device not being returned, a definite root cause cannot be determined.

Event description:
It was reported that; (B)(6) 2013 was the primary procedure. Product was implanted to treat for l4-illac. Broken rod 6.0mm was discovered at l5-s1. On (B)(6) 2017, revision surgery was performed. During revision surgery closed screw 8.5x70 was found broken. It was replaced at l4-il.